Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin s5 system displayed a bubble sensor error during setup. There was no patient involvement. A sorin group field service representative confirmed that the bladders of the bubble sensor were deflated. A replacement bubble sensor has been provided to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) identified the root cause to be related to the molding tool for the cushions. A change order (B)(4) has been issued and a root cause investigation (B)(4) was initiated to investigate this type of issue.

Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system displayed a bubble sensor error during setup. There was no patient involvement. A replacement bubble sensor has been provided to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system displayed a bubble sensor error during setup. There was no patient involvement.